Event description:
The customer reported that the 840 ventilator had an erratic display. There was no pt connected to the device when the malfunction occurred.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and could not duplicate the alleged malfunction. The unit passed extended self-testing and no parts were replaced.